Event description:
Medtronic received a report that post-procedure a patient (pt) underwent an aneurysm retreatment procedure due to a small protrusion of the artisse marker at the intracranial, cerebral vessels. The retreatment involved the use of a stent (non-flow diverter). Pt was admitted to the hospital on (B)(6) 2026 and discharged on (B)(6) 2026. During this time they were admitted to the intensive care unit (ICU) with admission date of (B)(6) 2026 and discharged on (B)(6) 2026. Onset date of event was (B)(6) 2026. The adverse event (ae) resulted in prolongation of existing hospitalization, percutaneous intervention and a concomitant or additional treatment was given. Ae did result in a diagnostic procedure and test being performed. The event did result in a new or worsening of existing neurological deficits, but symptoms did not last for more than 24 hours. Patient outcome is recovered/resolved with outcome date of (B)(6) 2026. Ae related to the disease under study is probable. The site assessed the event as not related to the antiplatelet medication and s tudy ancillary device. The site also assessed a causal relationship with the study device (artisse) and study index procedure. As of (B)(6) 2026, there was an incomplete ae crf at time of review; sponsor assessments were not made due to minimal details provided, pending ae crf completion. The patient underwent surgery for retreatment of a saccular, unruptured left middle cerebral artery aneurysm located in the bifurcation branch with a max diameter of 4.9mm and a 2.2m neck size. Aneurysm dome height: 3.7mm and width: 3.3mm. Parent artery diameter distal to aneurysm: 3.8mm and proximal to aneurysm: 3.3mm. There was significant stasis at the end of the procedure. Raymond and roy occlusion classification at the end of the procedure was class 3. Additional information was received stating that per site completion of retreatment crfs (B)(6) 2026 no symptoms or patient impact were reported at time of review. Site has been queried to provide additional details and complete adverse event crf -pending. Per the aneurysm study device crf, the artisse device (isf-050-030, (B)(6)) was successfully implanted. There was no device/marker protrusion for the isf-050-030 that resulted in an additional intervention. Per aneurysm study device crf (26-mar-2026), the site reported no attempt was made to detach the isf-055-030 device. At the conclusion of this procedure the isf-055-030 was not successfully implanted due to a change in device size. The isf-055-030 did not perform as expected. Site has been queried to report device deficiency -pending. No additional medical intervention was required to prevent permanent injury or impairment. No assessment for product/therapy/procedure relatedness was made by the investigator, sponsor or cec. Additional information received that per site update of the aneurysm study device crf 26-mar-2026, site updated the following to report: there was device/marker protrusion that resulted in an additional intervention "let ticagrelor continue." Per site completion of retreatment aneurysm ancillary and adjunctive devices crf (B)(6) 2026, site reports- reason for retreatment with stent (non-flow diverter) " to put marker outside of circulation." Additional information received clarified that the stroke onset date and date of retreatment was (B)(6) 2026, the day after the index procedure. Despite the simulation conducted at the beginning, the isf-055-030 device was too big for the aneurysm and was not implanted. Imaging from the day of the index procedure showed 60% stenosis at superior trunk after device deployment, so the stent was placed the nextday. Additional information received. Regarding artisse device isf-050-030, (B)(6), the site updated event from ¿stroke¿ to ¿transient ischemic attack¿. The relation to the disease under study was updated from ¿probable¿ to ¿possible¿. The event was updated to state that there was a small protrusion of the artisse 5 x 3. A 5.5 x 3 was also attempted but was too big despite validation by sim and size simulation. Regarding artisse device isf-055-030, (B)(6), the event was updated to state that despite the sim conducted at the beginning, during which both the 5.5 x 3 and 5 x 3 sizes were determined to be compatible, the device was too big for the aneurysm, and the 5 x 3 device was implanted. Additional information received reported that a brain MRI dated (B)(6) 2026 noted an appearance of a punctiform image in swan hypoin tense signal opposite a distal branch (m4) of the left middle cerebral artery (seemingly patent), which was said to be probably related to migrating catheter material. Additionally, the retreatment admission summary dated 27-mar-2026 noted that upon admission, the subject experienced left-sided hearing impairment. There was no evolution of the patient's symptoms associated with the retreatment. Additional information received. Regarding the cause of the image artifact, per site query response, ¿see with investigator, it is not part of microcatheter.¿ no additional information was provided. The site reported that a medtronic rebar-18 microcatheter was used during the index procedure. However, the model and lot numbers for ancillary devices are not collected. Regarding the patient¿s hearing impairment, no cause has been reported at this time. No additional information is known at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.